Event description:
Reportedly, during device follow-up performed on (B)(6) 2013, the programmer froze at the end of the atrial pacing threshold test. The programmer had to be shut down and restarted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and outside the united states. Analysis is pending.